Manufacturer narrative:
(B)(4). Neither device nor applicable imaging studies were returned to the manufacturer for evaluation.

Event description:
It was reported that the patient underwent a procedure for tlif at l4-5 and l5-s1. While impacting the peek cage into the disc space, the cage rotated on the inserter which resulted in the implant being placed at an angle in relation to the end plates and not flush. The cage was not removed from the patient. No patient complications were reported.